Event description:
Treatment of an ophthalmic aneurysm. It was reported that after the pipeline was deployed, a balloon was used to achieve full wall apposition. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).